Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an elevated thyroid stimulating hormone (tsh) result that was generated by the unicel dxi 800 access immunoassay system used in conjunction with access hypersensitive tsh reagent (lot # 170136) for one (1) patient sample. The sample was retested on two (2) alternate methodologies and yielded normal tsh results. The erroneous result was reported out of the laboratory. The customer indicated that the physician had the patient admitted to the hospital for further evaluation of possible pituitary carcinoma. The customer could not provide further details on the extent of this evaluation, or of any possible, additional diagnostic procedures performed.

Manufacturer narrative:
Per the customer supplied data, qc is recovering within the expected ranges. No other system information or data was provided. No sample collection or preparation information was supplied. The customer is not questioning any other patient sample results or assays. Customer sent the patient sample to customer product line support (cpls) for additional testing. Heterophile testing performed by cpls demonstrated the presence of interfering substances. Heterophile antibodies interaction is well known by all manufacturers. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. The root cause for this event is identified as patient-source interferent.